Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up to a malfunction alarm and pump stopped all insulin delivery. Customer&#38112;blood glucose (bg) levels were at 318 mg/dl. Customer treated elevated bgs by administering a manual injection using an insulin pen. A replacement pump was shipped to the customer. Customer will use insulin pens as back up therapy until they receive the replacement.